Event description:
The user facility reported that their 3085 surgical table performed a tilt movement, without intervention, during a surgical procedure. No procedural delays or cancellations occurred. No injury to hospital staff or patients reported.

Manufacturer narrative:
A steris service technician arrived on site to inspect/evaluate the surgical table. He confirmed the hydraulic system had no leaks and was performing correctly in all functions and articulations. The technician operated the table; the table performed normally and correctly in all positions. The technician was unable to replicate the reported issue. A facility member informed the technician that the reported tilt movement of the table occurred at the end of a procedure, when all personnel present were at least 6 inches away from the table. The movement was described as a 'tilt towards the patient's left side'. The movement stopped on its' own and the staff members were able to reposition the table. The reported movement of the table was a drift, which is a recoverable condition of the table. The table was repositioned and the procedure concluded without error.